Manufacturer narrative:
The acucare mask was returned to resmed for an investigation. Visual inspection of the mask revealed no physical damage, elbow attached, cushion not torn. The investigation determined that there was no fault found with the returned mask. The acucare user guide provides the following warning: ¿if any visible deterioration of a mask system component is apparent (cracking, discoloration, tears etc.), the mask system should be discarded and replaced.¿ there was no reported allegation of malfunction of the stellar device with serial number (B)(6) that was in use on the patient at the time of the incident. Investigation determined that there was no fault found with the returned stellar device. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient admitted to the hospital for exacerbation of shortness of breath experienced respiratory failure allegedly due to her acucare f1-4 full face mask that did not work as it should due to a defective seal. It was reported that the patient had tried to remove the mask in question repeatedly due to fear of suffocation and oxygen saturation did not rise above 71%. After using the mask for 1 to 5 hours, the patient was transferred to intensive care unit. First aid was administered and the mask was changed. The patient has since passed away.

Event description:
It was reported to resmed that a patient admitted to the hospital for exacerbation of shortness of breath experienced respiratory failure allegedly due to her acucare f1-4 full face mask that did not work as it should due to a defective seal. It was reported that the patient had tried to remove the mask in question repeatedly due to fear of suffocation and oxygen saturation did not rise above 71%. After using the mask for 1 to 5 hours, the patient was transferred to intensive care unit. First aid was administered and the mask was changed. The patient has since passed away.

Manufacturer narrative:
Resmed has requested for the mask to be returned. The acucare mask was not returned to resmed, therefore, resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. The acucare user guide provides the following warning:- ¿if any visible deterioration of a mask system component is apparent (cracking, discolouration, tears etc.), the mask system should be discarded and replaced.¿ resmed reference#: (B)(4).